Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced symptoms described as "tightening in legs and arms, can't stand, trouble urinating", hypoglycemia, and loss of consciousness. After regaining consciousness, the customer was able to self-treat with two cans of gini (sweet drink) for the issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event logs 11, 224 and 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, however all results were not within specification. Poise voltage testing was within specification, indicating the sensor was providing accurate glucose readings. A further extended investigation was conducted. Visual inspection was performed on the returned de-cased sensor and no abnormality was observed. The sensor data in the initial scan was reviewed, and the sensor was observed to be in state 8 (error termination). Sensor state 7 with event log 11, 224, 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor battery voltage was measured to be within specification. To confirm the functionality of the returned sensor. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues, indicating no accuracy issues were present in the returned sensor. Poise voltage and sensor thermistor testing were both within specification, indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. The smu test failure could possibly be as a result of improper contact of the connector key to the molex in previous phase investigation. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section d4 (primary UDI number) was updated based on returned product download. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced symptoms described as "tightening in legs and arms, can't stand, trouble urinating", hypoglycemia, and loss of consciousness. After regaining consciousness the customer was able to self-treat with two cans of gini (sweet drink) for the issue. There was no report of death or permanent impairment associated with this event.